Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿real-world assessment of acute left ventricular lead implant success and complication rates: results from the attain success clinical trial.¿ pace 2016; 39:1246¿1253.

Event description:
A journal article was reviewed which contained information regarding leads and/or catheters. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were 55 complications such as: lead dislodgements, inappropriate stimulation, loss of capture, ventricular tachycardia (vt), elevated pacing thresholds, cardiac tamponade, impedance rise, and a ¿lead issue¿ during implant. The status of the lead/catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information received from the company representative. All information provided is included in this report.

Event description:
Additional information was obtained through follow up with the company representative who indicated that all issues have been reviewed and reported through the appropriate channels. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.